Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Lesion details were unknown. This 12mm x 2.00mm nc quantum apex mr balloon catheter ruptured during procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was returned for analysis with blood and contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. There were no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).